Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was evaluated and replaced. The cine hard drive was reformatted. The system software was reloaded. The system was tested and found to be working as intended and put back into service.